Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event, exact date was not recalled. Failure to follow steps/instructions - a femoral angiogram was not taken. Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after an diagnostic procedure. A femoral angiogram was reportedly not taken. Reportedly, after advancing the thumb advancer the clip was deployed; however, the sheath did not deploy correctly. After the starclose se device was removed from the anatomy the clip was found at the distal end of the exchange sheath. The exchange sheath was reportedly "too long or gets too long" while advancing the clip delivery tube/sheath splitter. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after an unspecified procedure (not diagnostic as previously reported).

Manufacturer narrative:
(B)(4). The abbott internal recall number is 2024168-2/3/2017-001-r. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941].

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported issue related to sheath splitting. A review of the lot history record revealed a nonconformity related to the reported event. A review of the complaint handling database identified similar events for this lot. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product in the field with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the previous medwatch report filed, additional information received: the attempted arteriotomy closure occurred after a "diagnostic intervention" procedure.